Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a therapeutic procedure using the evis exera iii duodenovideoscope and a single use distal cover, the cap fell off into the patient's mouth during removal of the scope. The cap was retrieved by the patient without complications. There was no patient death, harm, or injuries reported due to the event. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-23125 used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: the recovered cover was not damaged. No anti-fog agent is used. No chemicals such as lubricants that may adhere to the cover are used. Immediately after attaching to the scope, the user confirmed that the cover is not damaged and that the cover does not come off the scope. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: - when removing the distal cover from the scope, the cover is damaged and removed. - since the cover recovered from the patient was not damaged, it is probable that it was easily removed from the scope due to insufficient attachment to the scope. However, since the customer has confirmed that the tip cover will not come off before use, it cannot be concluded that the cause is insufficient installation. - in addition, it is said that the cover recovered from the patient was not damaged, but it is possible that the damage was unnoticed. However, since the actual product has not been returned and has not been confirmed, it cannot be determined that the damage was the cause of the dropout. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that when the distal cover fell from the scope, the cover was damaged. Although the cover recovered from the patient was not reported as damaged, it is possible that there was an unnoticed damage that made it easier to fall from the scope. A definitive root cause cannot be identified. As described in the instructions for use (IFU): "7.3 attaching the distal cover (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: there was no damage to the recovered tip and no anti-fog agent was used on the lens. No chemicals were used that could adhere to the tip. Three people verified the there was no damage to the cover once connected to scope. They double checked it was secure and moved elevator up and down then double checked by pulling on cap to make sure it was secure and moving elevator up and down.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Correction to h6 component and problem codes. The customer was unable to dedicate time to demonstrating how they attach the distal cover to the endoscope. However, they have never noticed a defect/damage on the distal cover before attaching it. They stated there is no difficulty in the attachment process. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: -the facility educates all personnel involved with attaching the distal cover before or during the procedure. They do not ask the personnel who attaches the distal cover to follow the instruction manual, but provides user guide after training. -implemented a new workflow that doctors inspect the distal cover before their ercp cases. Notifies staff to always check the distal cover is still on right after scoping out. Furthermore, it was confirmed by the facility the distal cover is stored in multiple storage rooms. They receive distal cover without the box and it is stored in the trolley. The trolley is brought to operating room and the distal cover is picked up from the trolley and attached to the endoscope. They are using omnibloc from gi supply inc.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).